Event description:
It was reported that via the holter monitor, an inappropriate rate decrease was noted on the pulse generator. The patient would be brought back to the clinic for assessment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.